Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to several high impedances were noted on the lead. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to several high impedances were noted on the lead. The patient will undergo an explant procedure.